Event description:
It was reported that the customer received a button error alarm and he/she could not clear the alarm. The customer's blood glucose level was 211 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).